Event description:
It was reported that the patient presented to the hospital with a pacing problem with the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.